Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic colonoscopy, the user saw a polyp that required implantation of the ligature device prior to performing a polypectomy. When the device was placed, the spring used to release the loop broke and would not release the loop in order to free it. The incident was resolved after several unsuccessful attempts to release the loop by handling the loop inside the working channel of the endoscope. The procedure was prolonged by less than 30 minutes and completed with the same device. There were no reports of any patient harm.

Event description:
No additional information was received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: d8, d9, h6. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.